Event description:
Two years ago after nose surgery, mastisol was improperly spilled and used to secure nose splint. I am still suffering the prolonged effects of ingestion and inhalation of this product. No medical professional can detect it, so I still have product in my eyes, noise, throat, lungs and gi tract.